Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during reprocessing, a cleaning brush broke off inside the air channel of the evis exera iii colonovideoscope. No patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint, scrape marks were found by borescope and the scope was found to be clogged as described. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the brush got broken due to its incorrect diameter to the channel diameter or brush deterioration, leaving fragments inside the biopsy channel and/or the suction cylinder. It is likely the reprocessing method at the facility differed from instruction for use recommendations. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿3.8 inspection of the endoscopic system 3 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope.¿ olympus will continue to monitor the field performance of this device.